Event description:
It was reported that high threshold anomaly was observed on the left ventricular lead. The lead was explanted and replaced successfully. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.